Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin was dripping during prime. Customer's blood glucose was 150 mg/dl. Customer mentioned the transfer guard needles were bent. Customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.

Manufacturer narrative:
A complete analysis and testing of 3 sealed reservoirs showed that they are functioning properly. However, a visual inspection was performed and found the transfer guard needles were not centered and not to be parallel to the transfer guard body axis.